Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) on 25/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "massive pain"; "bulging with drop out". Device evaluation: based on the analysis performed on the device it was concluded the following: rupture: was observed. Two striated patterns are observed which indicates that a surgical tool cut through the shell of the device and are assessed as surgical damage. Pain and visibility/palpability: unable to observe the events as these are not related to the device. The device was requested back by the complainant and was sent on 18-feb-19. No further actions were required as no issues related to the manufacturing process were observed.

Event description:
Physician reports of the left side: "massive pain" and "bulging with drop out." Later, company representative reported "rupture", "extensive numbness of the breast", "pain in the costal arch below the breast, starting approx. 5 cm from the suture", "permanent pain immediately below the armpit", "pulling pain in the area of the shoulder blade during muscle tension", "pressure pain/swelling submammary", "pain/pressure when sleeping on the stomach or left side; forced to sleep only on their back or contralateral side", "massive pain in the upper body, tension pain and back pain in the first week after revision surgery", "two blocked ribs", "back pain", "sleep deficit and permanent sleep disorders; sleeping through the night is no longer possible", "unconscious, permanent fear that the implant will burst again during sleep", "extreme fears of health consequences due to the leaked silicone in the body", "greatest fear of breast cancer", "lack of concentration at work and lack of resilience due to lack of sleep", "highest sensitization to the smallest changes in the body, especially in the chest area", "loss of joie de vivre and renunciation of sports and hobbies", "post-traumatic stress disorder". It is currently unknown if these additional events reported via company representative apply to the device associated with this record or one implanted after this device was explanted. The reported rupture was discovered at explant.